Event description:
During a procedure in the operating room at (B)(6), it was discovered that the boston scientific radial jaw 4 - m00513322 was defective. It had a wire exposed poking out of the forcep jaw. This defect was recognized ahead of the item being used on the patient. The next radial jaw pulled did not have the same defect. We will be cautious moving forward, when opening these to inspect to be sure that no other forceps have the exposed wire. I did take photos of the item, and have it, along with the original packaging. Item details below: radial jaw 4 2.8mm, ref m00513320, exp 2027-12-13, lot 35489660, gtin (B)(4).